Event description:
It was reported that when suturing the posterior horn of the lateral meniscus after t1 was deployed, t2 could not be deployed. T1 was then fixed behind the joint capsule forcing t2 to be released in the joint cavity. T2 was pushed to the meniscus with a knotted pusher, then the rest of the suture was cut to destroy and take out t2. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after t1 was deployed, t2 could not be deployed.¿ neither anchor was returned. A partial segment of cut suture was returned. There is no apparent twisting or bending of the delivery needle. No mechanical problem was found. A functional test confirmed that the device delivery system cycled and advanced as expected.